Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg); bg value not provided. Suspected cause was due to control iq software delivering an automatic correction bolus. A system check was performed and pump was found to be performing as intended. Customer consumed carbohydrates to treat low bg. Reportedly, customer delivered a 4 unit bolus prior to low bg.